Event description:
The company was informed that the pt experienced cellulites and abscess of the implant site in (B)(6) 2009. The pt's implant area showed redness, swelling and the pt experienced pain. In (B)(6) 2010, the pt experienced cellulites and the pt's implant area showed redness, swelling and the pt experienced pain. The pt continues to be monitored by the clinic.